Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for movement disorders. The patient reported that their stimulation stopped and the ins reached the end of service (eos). On (B)(6) 2017 the patient stated that they never check their device, and at their last adjustment 3-4 months prior they did not receive any information about their battery. The patient reported that they were dissatisfied with battery life because their previous ins lasted longer. It was also reported that the patient had experienced shaking in there neck, whole left side and right arm. The patient was asked if it was a sudden onset, and they stated that they had a reprogramming session 3-4 months ago because they were shaking, and that they always shake. Additional information was received: it was reported that the patient thought their ins was supposed to last 5 years, and it only last 2-3 years. They stated they went in for surgery the other day and told them their battery was going to deplete soon. The patient said they were still paying for their last surgery and couldn't afford to keep getting a new one every 2-3 years because they were only on social security. It was reviewed that the ins battery was based on settings and could talk with their hcp regarding a rechargeable battery. There were no further complications reported.